Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to the position of the ipg. The patient may undergo surgical intervention at a later date to address the issue.

Event description:
Additional information received identified the manufacturer representative met with the patient and the patient is no longer complaining about the ipg pain. No intervention is planned at this time.